Event description:
It was reported that during central processing, the conductor wire of the maryland bipolar forceps (mbf) was damaged. There was no report of patient involvement. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: when the instrument was inspected after the last procedure, no issue was observed. The damage was identified during the central processing.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the maryland bipolar forceps (mbf) instrument conductor wire was damaged, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, failure analysis is not yet completed.a follow-up MDR will be submitted with failure analysis findings.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was confirmed. The insulation was found to have damage near the end that attached to the yaw pulley. The wires were exposed. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy normally. No arcing was observed. Root cause attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.